Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- type of investigation- corrected to " device not returned" h3- if other provide code -explain- device not returned." Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 to sept 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned. H3 other text : device not returned.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester was getting electrical current with the device in his hand. There was no spark, just a low voltage "current" felt in the harvester's hand when applying the energy. The harvester did not open a new kit, but completed the case using the damaged kit. He claims that they did not change out the cord at the time, either. There was only the usual patient follow-up without incident or any effects of the harvest.